Manufacturer narrative:
(B)(4). The investigation of the device is not yet completed.

Event description:
Report received of the graphic user interface (gui) touchscreen was not working properly. It is not known at this time if ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4).